Event description:
During a clinic follow-up, a loss of capture and an increase in the pacing impedance was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. During the revision procedure, a stylet was unable to be inserted into the lv lead. As a result, the lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, high pacing lead impedance, and the guidewire could not be inserted. As received, a complete lead was returned in one piece for analysis. The reported events of loss of capture and high pacing lead impedance were not confirmed, while the reported event of the guidewire could not be inserted was confirmed. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies, with the exception of procedural damage. A guidewire could not be inserted due to a bunched up inner coil at the connector region, which is consistent with procedural damage. Additionally, blood was noted inside the inner coil in this location. The cause of the reported event of the guidewire could not be inserted was isolated to the bunched up inner coil at the connector region, which is consistent with procedural damage. The full measured s-curve hump height was within specification.